Manufacturer narrative:
Per pump user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a loss of connection occurred between the transmitter and the pump. No additional patient or event information was available. Reportedly, there was an obstruction between the transmitter and the pump. The customer moved the pump and was able to regain connection. Despite multiple attempts, tandem technical support was unable to obtain any further information.